Event description:
It was reported that the patients two spinal cord stimulation (scs) leads had migrated. The patient underwent a revision procedure and both leads were explanted. The explanted devices were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients two deep brain stimulation (dbs) leads had migrated. The patient underwent a revision procedure and both leads were explanted. The explanted devices were retained by the medical facility.

Manufacturer narrative:
Correction to field b5: describe event or problem.